Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On the same day as the event onset, the patient was treated with vancomycin injection (1gm, every third day, ongoing) and meropenem injection (500mg, tds via intravenous, ongoing) for peritonitis. One day after the event onset, the patient was hospitalized for the event and was discharged three days later. At the time of this report, the patient was recovering for this event. Pd therapy was ongoing. No additional information was available.

Manufacturer narrative:
B5: upon follow-up, it was reported that antibiotic treatment was discontinued on an unknown date. At the time of this report, the patient has recovered from the event one month after the event onset. Should additional relevant information become available, a supplemental report will be submitted.